Event description:
Post-operative adhesions, small bowel obstruction. Original report submitted on august 12, 1997. Because of post-operative complications, pt was admitted to intensive care unit. On 07 july when dr was contacted, the pt was in a relatively good clinical condition & had been transferred to ward. Reporting surgeon suggested a relationship with seprafilm. Follow-up info (10/1/97)-initial reported infection was ruled out by reporting physician although no cultures were performed. Following is an updated narrative. Pt is a 58 yr old female pt with a med history with multiple abdominal surgical operations: appendectomy (1946), cholecystectomy (1965), bilateral fallopian tube resection (1969), left-sided salping-oophorectomy & adhesiolysis (1979), right-sided oophorectomy & total adhesiolysis with fistulas & multiple cerebral embolisms with minor neurological symptoms as post-operative complications (1983). In feb 1997, a subileus with a passage time of 32.5 hrs was diagnosed in this pt. In april 1997, she started to report chronic abdominal pain that increased after food intake. A laparotomy was scheduled for june 12, 1997. Multiple adhesions were observed between small bowels, between small bowels & right pelvic wall, & to cecum. Extensive adhesiolysis was performed. During procedure, a jejunal enterotomy was accidentally made & was repaired by means of suturing. Total duration of operation was 3 hrs. At end of operation, one half of a sheet of seprafilm was placed between omentum & abdominal wall & other half under midline incision to prevent formation of new adhesins at these selected sites. Post-operative course was complicated by symptoms suggestive of impaired bowel motility. On june 17, five days after initial operation, a contrast study showed slow intestinal passage & a dilation of small bowel. Over next days, increasing pain was experienced upon palpation of sites were seprafilm had been placed. Under mid-line incision, a palpable mass was detected. On june 25, 13 days after initial operation, a second laparotomy was performed. Upon opening abdomen, a white plaque, probably consisting of adhesive bowels, was observed under mid-line incision. This observation precluded further operation. There were no apparent signs of intra-abdominal infection. No biopsies or cultures were taken. Post-operatively, pt was admitted to ICU because of impaired intestinal passage, pain, fever & exanthema. She rec'd total parenteral nutrition & pain relief. Because of hypotension with tachycardia she rec'd dopamin & was digitalized. Obstructive breathing was treated with bronchospasmolytic agents. Crp, which had remained normal following first surgery, showed an increase after second procedure with a maximum level of 314 on june 28, 1997. A selective decrease in igg & iga levels was observed on june 26. The pt slowly recovered & was free of complaints on july 06, 1997. Reporting surgeon considered adverse incident to be probably related to usage of seprafilm.